Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm and performed a safety reset. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported battery inoperable alarm and also revealed the occurrence of system fault 180. Based on all available evidence and complaint investigations of a similar nature, the battery inoperable alarm was due to a software issue and the system fault 180 was due to device operation in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm and performed a safety reset. There was no patient injury reported as a result of this incident.